Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing/sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. It was noted that magnetic detection was tested manually. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that upon attempting to implant and connect this new right atrial (ra) lead with the new pacemaker, non-capture was observed. Pacing system analyzer (psa) testing of the ra lead also revealed intermittent non-capture. However it was also reported that additional psa testing revealed adequate ra threshold measurements. The lead was reconnected to the pacemaker and repositioned multiple times, there was no capture at maximum outputs. However, capture was confirmed upon connecting the lead to the right ventricular (rv) lead port. It was suspected that the ra port was compromised. The pacemaker and ra lead was removed, and different products were successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon attempting to implant and connect this new right atrial (ra) lead with the new pacemaker, non-capture was observed. Pacing system analyzer (psa) testing of the ra lead also revealed intermittent non-capture. However it was also reported that additional psa testing revealed adequate ra threshold measurements. The lead was reconnected to the pacemaker and repositioned multiple times, there was no capture at maximum outputs. However, capture was confirmed upon connecting the lead to the right ventricular (rv) lead port. It was suspected that the ra port was compromised. The pacemaker and ra lead was removed, and different products were successfully implanted. No adverse patient effects were reported.